Manufacturer narrative:
Additional info received on (B)(6) 2009. Assessment after ptc investigation: batch record review without hint to root cause; no faults, damages, defects detectable; conclusion: no faults detectable.

Event description:
(B)(4). Initial report: this case was reported by the customer herself and involves a female. On (B)(6) 2009, she had been treated twice with poly-l-lactic acid (sculptra) and developed a big nodule ("hard as stone"); location: nasolabial fold above right upper lip. A massage of the nodule was painful. Additional info received on (B)(6) 2009. Further info provided by customer via company's expert: this case involves a (B)(6) female. Three years ago the female had been treated with poly-l-lactic acid (sculptra, three times, location: nasolabial folds) and developed tactile cords. On (B)(6) 2009, injection with two bottles of poly-l-lactic acid was performed (location: nasolabial, cheek bone and cheeks). The pt developed a hard nodule (size: appr. 1 cm) in the lower right nasolabial fold. The pt was known for a tendency for blue spots.